Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the surgeon reported a generalized complaint regarding tibial trays not having the same fit as the tibial provisionals, resulting in posterior tibial overhang. There is no medical intervention planned to address this issue for the affected patients; however, the surgeon remains unsatisfied with the final fit of the implants. Attempts have been made; however, no additional information is available.